Event description:
Infant heel warmer activated and did not get warm. It felt cold after activation. Lot #vn21226a1. We have reported multiple of these events. There are multiple events in maude database documenting this outcome with organizations.